Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported receiving a button error alarm on the insulin pump. She stated that the customer had jumped into a pool while wearing the insulin pump. The blood glucose reading was 202 mg/dl. Nothing further was reported.